Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Based on the results of the investigation and the device inspection result, the insertion section was squeezed, and the image flickered at angulation. It is likely that the image may have disappeared by slight breakage of a charged coupled device-cable and the insertion section was squeezed by physical stress on the section. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "operation manual: important information ¿ please read before use. Warning: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image-stopping issue occurred in the middle of an unspecified diagnostic procedure; there was a 7-minute delay to bring in another system, and the intended procedure was completed with a disposable bronchoscope.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope image blacked out when in use. It was repositioned, the image came back, then blacked out, again. The issue occurred during an unspecified procedure. There were no reports of patient harm.